Event description:
It was reported that during a pci procedure in an unspecified lesion, the maverick2 monorail balloon ruptured. The number of inflations and to what atms is unknown. The rupture was noticed as the physician removed the device from the guide catheter. The balloon was being used for dilation. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'ok'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.